Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), started working by itself. No patient harm or injury or delay was reported.